Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-02079. It was reported the patient experienced a fall and was concerned she might have done something to her scs stimulator because of increase in back pain. A company representative met with the patient and troubleshooting/diagnostic of the patient's scs leads found multiple lead contacts with low impedance. The scs system was only providing therapy on the left side. X-ray confirmed one of the leads had migrated. Consequently, surgical intervention was taken and one of the patient's scs leads was explanted and replaced. Effective stimulation therapy was re-established postoperatively.